Event description:
Treatment of a small cerebral aneurysm measuring 7mm. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the axium implant coil could not be detached with the instant detacher and via the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). The coil was removed from the patient and another coil was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).